Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
According to available information removed 20cm titan with bilateral 1cm rear-tip extenders (rtes) due to both cylinders popping out of the corpora bodies. No other adverse patient effects were reported.